Event description:
The user facility reported that their reliance genfore washer was leaking enzyme detergent onto the floor. The leak spread approximately one foot away from the device. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
Steris service technician arrived at the facility to inspect the unit and found the leak to be originating from the enzyme injection hose. Further inspection revealed that the check valve, located near the injection port, was clogged and created pressure which loosened the hose, allowing the detergent to leak. The technician cleared the clogged enzyme injection line and replaced the injection hose. A test cycle was performed, the unit was confirmed operational and returned to service.